Event description:
The patient reported via the manufacturer representative that while programming the stimulator they had stimulation in their ribs and abdominal area. No matter where they programmed on the lead. It was noted that the patient had a history of falls and reported having a fall the week prior. It was suspected that a lead had moved so the doctor was contacted to perform an x-ray to confirm lead placement. An x-ray had not yet been scheduled and no other interventions were taken at the time of the report. The issue was not resolved at the time of the report.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#:(B)(4), implanted: (B)(6) 2018. Product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2018. Product type: lead. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(4), ubd: 12-oct-2022, UDI#: (B)(4). Product ID: 977a260, serial/lot #: (B)(4), ubd: 27-sep-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation of d10: product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018. Product type lead. Product ID 977a260, serial# (B)(6), implanted: (B)(6) 2018. Product type lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received. Rep reported the cause of the stimulation in the ribs has not been determined. X-ray¿s taken on fri day, november 12 and results received today, revealed the patient¿s right lead migrated down one vertebral body. The tip of the lead is now at the top of t9, not t8 like it was at implant. Both leads are midline. In speaking with the patient¿s pain physician, the patient is to follow up with her at a date yet to be set. At that time, I will meet with the patient again and try reprogramming her stimulator utilizing the current x-ray. The provide information has been confirmed with the account.